Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of october 02, 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The field service representative evaluated the device, reproduced the complaint and determined that the cause of the reported event was that the device was out of calibration. The field service representative ran the device through a complete calibration & checkout per the service manual. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A user facility representative reported that while in use on a patient the device alarmed "02 range error". The patient was removed from the device and placed on another device with no harm to the patient.